Manufacturer narrative:
This report is being filed to correct the implant date.

Event description:
It was reported that a ventricular tachycardia (vt) episode was seen via device data which was under the programmed zone of 250 beats per minute. The vt was terminated by a shock. The patient was hemodynamically compromised and fainted during the episode. It was confirmed that the patient loss consciousness due to hypotension caused by the ongoing vt. A request for device data was needed as the shock was delivered although the heart rate was under the programmed zone. It was confirmed that the patient was using muscle stimulator which lead to noise/oversensing. Technical services (ts) discussed possible programming options and troubleshooting steps for this case. Most recently an inappropriate shock was seen via remote monitoring in the secondary sensing vector. A possible system replacement was discussed. Device data was sent to ts for further review. No adverse patient effect were reported. This device remains implanted. .

Event description:
It was reported that a ventricular tachycardia (vt) episode was seen via device data which was under the programmed zone of 250 beats per minute. The vt was terminated by a shock. The patient was hemodynamically compromised and fainted during the episode. It was confirmed that the patient loss consciousness due to hypotension caused by the ongoing vt. A request for device data was needed as the shock was delivered although the heart rate was under the programmed zone. Technical services (ts) discussed possible programming options and troubleshooting steps for this case. Most recently an inappropriate shock was seen via remote monitoring in the secondary sensing vector. A possible system replacement was discussed. Device data was sent to ts for further review. No adverse patient effect were reported. This device remains implanted.

Event description:
It was reported that a ventricular tachycardia (vt) episode was seen via device data which was under the programmed zone of 250 beats per minute. The vt was terminated by a shock. The patient was hemodynamically compromised and fainted during the episode. It was confirmed that the patient loss consciousness due to hypotension caused by the ongoing vt. A request for device data was needed as the shock was delivered although the heart rate was under the programmed zone. It was confirmed that the patient was using muscle stimulator which lead to noise/oversensing. Technical services (ts) discussed possible programming options and troubleshooting steps for this case. Most recently an inappropriate shock was seen via remote monitoring in the secondary sensing vector. A possible system replacement was discussed. Device data was sent to ts for further review. Ts reviewed the device data and provided recommendations to determine the root cause of the reported observations. Ts noted that the artifacts seen may be related to sudden movements or manipulations and testing of the system was advised. No adverse patient effect were reported. This device remains implanted. .